Event description:
During bonding procedure ligator apparatus separated from endoscopic overtube. The overtube & endoscope removed, apparatus reassembled & reinserted into esophagus. Pt sustained esophageal tear, requiring cervical esophagostomy with t-tube drainage.